Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the photos showed that no defect could be observed. Unfortunately, the physical sample was lost either in-transit to the testing facility or upon receipt at the testing facility. No further investigation can be performed at this time. Please understand this is a rare occurrence and we apologize. If the sample becomes available, further testing will then be performed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the photos. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta q-syte wht-disconnection description of the incident: the ktc line disconnected from the patient at the conekplus connector (ref: 201702) from asepinmed and the 3-way valve (ref 394501) from bd. Clinical consequences and current condition of the patient or person involved: gas embolism and patient placed in a hyperbaric chamber.